Event description:
Alarm activation failure reported: the pt was receiving an unspecified hydration fluid of 125.0ml/hr on side a and zofran 1 mg/hr on side b. It was reported that when the pt got up from the bed, the nurse heard a "pop" and the catheter hub on line "a" (side a hydration infusiing) had "popped off" and the catheter lumen was split. The nurse immediately clamped the catheter lumen above the tear and it was later repaired with a "leg extension". The nurse reports that there were no alarm alerts prior to, or at the time of the event. It was reported that the catheter had been flushed approx 5 mins before the event after a blood draw and the catheter was patent. There was no pt harm reported. Though requested, there was no additional info available.